Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Pt was returned to surgery three hrs after initial surgery due to incomplete hemostasis. The surgeon noted at the time of reoperation that the device delaminated upon abdominal insufflation. Some of the orc layer was suctioned out with abdominal fluid. Surgeon placed vicryl mesh over the existing mesh.